Event description:
Customer reported via phone call that they were experiencing high and low blood glucose level. The customer¿s high blood glucose level was 434 mg/dl. The low blood glucose level was 35 mg/dl. At night the sensor reading was 200 mg/dl. Current blood glucose level was 264 mg/dl. The sensor glucose reading was off from the blood glucose level that leaded to high blood glucose level. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. Customer was treated with insulin pump for high blood glucose level and with food for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.